Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient's implantable infusion pump. It was reported on 2016-10-04 that a low battery reset and safe state had occurred. The patient's medications were unknown. The patient's status was unknown.

Manufacturer narrative:
B1 and h1 were updated to reflect that there was no report of intervention occurring, as well as no serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected codes were added to reflect the removal of the motor stall from the event. A corrected event description was added to reflect the removal of the motor stall from this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient¿s implantable infusion pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2016 that an alarm was occurring. The alarm was deemed to be critical. It was reported that a low battery reset and safe state had occurred. The patient was going to follow up with a doctor to replace the pump. The patient was being medicated with clonidine (concentration of 500mcg/ml, dose of 3mcg/day), bupivacaine (concentration of 3mg/ml, dose of 0.018mg/day), and prialt (concentration of 25mcg/ml, dose of 0.15mcg/day). The patient¿s status was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient¿s implantable infusion pump for non-malignant pain and chronic low back pain. It was reported on 2016-10-04 that an alarm was occurring. The alarm was deemed to be critical. It was reported that a motor stall occurred as well as a low battery reset and safe state. The rep stated the healthcare provider thought he had programmed out of the stall but the rep stated they are seeing the safe state had occurred and the pump was in minimum rate. The rep stated the pump was explanted. The patient was being medicated with clonidine (concentration of 500mcg/ml, dose of 3mcg/day), bupivacaine (concentration of 3mg/ml, dose of 0.018mg/day), and prialt (concentration of 25mcg/ml, dose of 0.15mcg/day). The patient¿s status was unknown.